Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 4076 implantable pacing lead: (B)(6) 2007. 6949 implantable tachy lead: (B)(6) 2007. (B)(4).

Event description:
It was reported that the device may have reached the elective replacement indicator (eri) prematurely due to high left ventricular ( lv) lead thresholds. It was also reported that the atrial lead had high threshold measurements. The device was explanted and replaced; the lv and atrial leads remain in use. No patient complications have been reported as a result of this event.